Event description:
Patient needed a change in her syncromed ii device as it was end of life. Came in for surgery on [redacted] to have the syncromed ii changed to a syncromed iii. Catheter 8784 was utilized for the exchange to a syncromed iii. Once out of surgery, it was noted patient seem to be in a baclofen withdrawal. Patient was brought back to surgery for eval of the syncromed iii device and it was then noted the seal for catheter 8784 had not sealed well and baclofen was leaking out of it. Catheter 8780 was then used for the syncromed iii and sealed much better than the 8784. No further issues were noted after the switch from catheter 8784 to 8780. Manufacturer response for pump, infusion, implanted, programmable, ascenda (per site reporter). No response received yet.